Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this report: b5, d10, e1, e2, e3, g4, g7, h2, h3, h6 and h10. Section b5: additional information received indicated that the device was removed from the patient without additional intervention. The device was used and prepped as per the instructions for use (IFU). Adequate flush had been maintained through the devices. No excessive force was applied to the device. The event did not prolong the procedure. Complaint conclusion: as reported by the field, during a coil embolization of an aneurysm at the left intracranial subarachnoid hemorrhage (ic-sha), a guiding catheters (8f optimo), three microcatheters (tactics, technocrat), (phenom 17, medtornic) and (sl10, stryker) were used as a double catheter technique. The coiling of an aneurysm started. A coil (target soft 6x20) was used as a framing coil, seven axium-prime coils were implanted. G3 mini coils were used at the end of the procedure. A mini coil (2x6) was used and the complaint coil was inserted but it was re-sheathed because it protrudes outside the aneurysm. After re-sheathing, the physician attempted to insert a 1.5mm x 4cm galaxy g3 coil (glm915040, l16140) from the other microcatheter (mc). However, it was not able to advance through the introducer sheath. The user thought of a possibility that it had been ¿wound around the hub of the microcatheter¿. He pulled it back and tried inserting it again, but the complaint coil was not able to advance. When the insertion operation was performed in the air, the complaint coil could be pulled back inside the sheath but could not be sent out at all. Therefore, the complaint coil was replaced with another same sized coil and it was inserted without problems. The procedure was continued, and another same sized galaxy g3 mini coil was implanted. The procedure was completed and there was no report of patient injury. Additional information received indicated that the device was removed from the patient without additional intervention. The device was used and prepped as per the instructions for use (IFU). Adequate flush had been maintained through the devices. No excessive force was applied to the device. The event did not prolong the procedure. A non-sterile unit galaxy g3 mini 1.5mm x 4cm was received inside of a pouch. The device was visually inspected, and it was found in good normal conditions. Also, the marker band was found at 39.2 cm from hub, which is within specification. The embolic coil was inspected under microscope and it was found with a kinked/damaged condition. A manufacturing record evaluation was performed for the finished device l16140 number, and no non-conformances related to the reported complaint condition were identified the complaint reported by the customer ¿coil - impeded-in introducer¿ was confirmed since during the microscopic inspection it was observed that the coil has a kinked/damaged condition and due to this condition, the coil cannot advance through the introducer. This condition is related with the customer¿s complaint and it appears that it may have been caused by excessive force and handling being applied to the device however none of those can be conclusively determined. The complaint reported by the customer ¿coil - positioning difficulty-coil herniation¿ could not be evaluated because the complaint reported by the customer is specific to the patient and procedure at the time of occurrence and cannot be replicated in the lab, the condition of the embolic coil may have been related with the customer complaint however this cannot be conclusively determined. Neither the analysis nor the mre suggest that the failure reported by the costumer could be related to the manufacturing process. Coil impeded in introducer is a known potential issue associated with the use of the device. The instructions for use (IFU) contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. The IFU instructs on proper positioning of the microcoil system. The IFU also warns: ¿if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system¿. Assignment of root cause for the events remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failures and damages on the returned system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿. If the device returns, a device investigation will be performed. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a coil embolization of an aneurysm at the left intracranial subarachnoid hemorrhage (ic-sha), a guiding catheters (8f optimo), three microcatheters (tactics, technocrat), (phenom 17, medtornic) and (sl10, stryker) were used as a double catheter technique. The coiling of an aneurysm started. A coil (target soft 6x20) was used as a framing coil, seven axium-prime coils were implanted. G3 mini coils were used at the end of the procedure. A mini coil (2*6) was used and the complaint coil was inserted, but it was re-sheathed because it protrudes outside the aneurysm. After re-sheathing, the physician attempted to insert a 1.5mm x 4cm galaxy g3 coil (glm915040, l16140) from the other microcatheter (mc). However, it was not able to advance through the introducer sheath. The user thought of a possibility that it had been wound around the hub of the microcatheter. He pulled it back, and tried inserting it again, but the complaint coil was not able to advance. When the insertion operation was performed in the air, the complaint coil could be pulled back inside the sheath but could not be sent out at all. Therefore, the complaint coil was replaced with another same sized coil, and it was inserted without problems. The procedure was continued, and another same sized galaxy g3 mini coil was implanted. The procedure was completed, and there was no report of patient injury. The customer states there is no additional information available.